Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Since the procedure, the patient has experienced pain and there has been no improvement in the stress urinary incontinence. The patient was prescribed two unknown medications, however, she did not start taking the medication related to how expensive they were. The patient has a follow-up appointment with the surgeon on (B)(6) 2012 and stated that with the follow-up visit she will be catheterized for additional testing. Additional information has been requested.

Manufacturer narrative:
(B)(4): it was reported that the patient was seen by the surgeon on (B)(4) 2012. Estrace vaginal cream 1 gram every other day and vesicare were prescribed. Cystometric bladder study was planned, but the patient walked out of the office when she was informed that this study would not be performed at that visit and she never returned for any further follow up.

Manufacturer narrative:
(B)(4). Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.